Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the device and found that the endoscopic image was not displayed and "error code b30" was displayed. "Error code b30" means that communication error between camera-head and video processor happened. Omsc disassembled the subjected device and evaluated the parts of this device for the investigation of the causes. As a result of this evaluation, omsc identified that the phenomenon was caused by the failure of video signal processing at the circuit board. Omsc investigated, and confirmed the followings. This circuit board did not have any malfunction such as solder failure. Omsc checked the device history record of the subject device, and there was no irregularity found. There were not any similar failures on the other circuit board. Therefore, omsc concluded that this phenomenon was caused by the accidental damage of the electronic component that is processing the video signal mounted on the circuit board. The (B)(4) instruction manual states the corresponding method when there is an abnormality in the endoscopic image. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the endoscopic image was disappeared. On (B)(6) 2015, olympus was informed the following information. During the turis procedure, the endoscopic image was disappeared. The facility changed the camera head to another similar device and the physician completed the procedure. There was no report of the patient's injury regarding this event.